Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21-feb-2023 investigation summary: three samples were submitted for quality investigation. The customer complaint of component damage - no leak could not be verified by inspection. Visual examination of the infusion sets did not indicate an damages to the assembly or the components of the infusion set. The infusion set was then primed and connected to a sample extension set to determine if the luer fittings connect securely and do not leak. There were no leaks or connection issues witnessed during testing. No further issues were identified. A device history record review for model 10015861a lot number 22105549 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue reported could not be determined because the failure could not be replicated.

Event description:
It was reported that the bd alaris¿ pump module low sorbing set tubing cracked at the spin collar. The following information was provided by the initial reporter: "account has claimed tubing cracking at the spin collar."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module low sorbing set tubing cracked at the spin collar. The following information was provided by the initial reporter: "account has claimed tubing cracking at the spin collar."